Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet became stuck in the pacing lead lumen. The stylet and lead were removed and replaced. No patient complications have been reported as a result of this event.